Manufacturer narrative:
The reported events were lead dislodgement and twiddler¿s syndrome. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification.

Event description:
During an in-clinic follow-up, a dislodgement due to twiddler syndrome was noted on the right atrial (ra) lead. The ra lead was explanted to resolve the event. The patient was in stable condition.